Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during the initial cataract procedure, implantation was difficult due to the extended haptic. The procedure was completed without patient harm. During the 4 week postoperative visit, the surgeon noted a "problem" with one of the haptics and variation in the lens position. The patient experienced a decrease in vision. Additional information has been requested however, further information has not been received.

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. The explanted lens was not returned. If the sample becomes available later, the file will be reopened to assess the product. A photo was available of the explanted lens. There appeared to be viscoelastic on the lens. One haptic is broken (or cut) in the distal area and is not visible in the photo. The other haptic appeared broken on the most distal tip area. The optic has a line from edge across the center toward the other edge in the photo. The photo was magnified; however, the photo became too grainy to make a determination as to confirm whether this attribute was a shadow, a split, or the lens was cut. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
Information was received prior to the initial submission indicating that the lens was exchanged and the "patient is in perfect condition. "

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)